Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during rewind as a result of a corroded motor home switch. Further testing could not be performed due to the motor error alarms.

Event description:
The customer reported that the insulin pump had an error alarm and the alarm could not be cleared or perform a rewind/prime test. Days later, a nurse called and reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 529 mg/dl. Troubleshooting was performed and the insulin pump alarmed motor error during rewind. Advised the caller that the customer should discontinue use of the insulin pump and revert to back up plan. No further information was provided.